Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed bleeding blisters under the adhesive. There was no alleged device malfunction contributing to the irritation. The patient's physician discontinued the device. Outcome of the skin irritation is unknown.